Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a hawkone-m atherectomy device for treatment of a 140mm fibrous lesion with 75% stenosis in the mid left superficial femoral artery. Tortuosity and calcification was minimal. A 6fr non medtronic sheath and a spider guidewire were used. Spider was used for embolic protection. The vessel was not pre-dilated. The IFU was followed. There was no damage noted to the packaging and no issues noted when removing the device from the hoop/tray. It was reported a mechanical jam occurred. It was not possible to turn off the thumb switch. The cutter was outside the housing during removal from the patient. No deformation noted in the cutter. The device was safely removed from the patient. Another hawkone-m was used to complete the case.